Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) underwent a thorough analysis. The cuff was visually and microscopically inspected, and leak tested. Visual examination of the cuff found a pinhole tear in the shell. The cuff had wear of a fold and did not pass leak testing. The balloon was visually and microscopically inspected and tested for leaks. No damage or abnormality was noted, no leaks were identified in the balloon. The pump component was visually and microscopically inspected and tested for leaks. No damage or abnormality was noted, no leaks were identified in the pump. Based on the information available and analysis results the investigation conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to unspecified reasons. No patient complications were reported. Device evaluation confirmed a product issue.